Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record review by the legal manufacturer and final root cause determination. The DHR was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. A definitive root cause was unable to be determined.

Manufacturer narrative:
The device was returned for evaluation. During servicing, the user report of blurry image could not be confirmed. However, during functional testing, there was no image displayed on the screen. This was likely due to a faulty charge coupled device (ccd) unit. There were kinks found in the cable and a short causing intermittent streaks /lines on the image. The loss of image is due to component failure.

Event description:
Olympus received a complaint from the user facility stating that the image was blurry on the device. There was no patient impact.